Event description:
It was reported this balloon broke during a dilatation of a left subclavian vein stent. The balloon was retrieved utilizing a snare. Numerous attempts to contact the user facility regarding the circumstances surrounding this event have been unsuccessful. To date, no add'l info has been obtained. Should add'l info become available, a supplement will be sent at that time. The device has not been received by the user facility. Therefore, no failure analysis is available. It was indicated this device was used to dilate a subclavian stent which is not an indicated use of the device and may have contributed to this event. However, without evaluating the device and without further details, co is unable to determine the cause of this event. Directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommended...only 4mm through 8m o.d. And 1.5, 2, 3 and 4cm length balloons on 75cm length shafts are indicated for stent deployment/optimization for the palmaz and palmaz-schatz balloon-expanding stents for the biliary system...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."